Event description:
It was reported that a physician implanted an x-stop device into a patient. Post-operatively, for two months, the patient experienced persistent pain and neuropathy. The physician removed the x-stop device and performed a fusion. No additional information reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.